Event description:
Report of explant of device system due to "pump pocket infection" received per annual device tracking report. No date of onset of infection or explant given. Repeated requests for add'l info about this event have been unanswered. A supplemental medwatch report will be filed if add'l info becomes available. MFR's device registration indicates that the pt was reimplanted with a new pump 2000.